Event description:
Caller reported a cartridge alarm 20, which was confirmed on the source. There was no adverse impact on the customer's blood glucose level. Although the customer was able to continue insulin delivery without changing the cartridge, they were advised to monitor the pump closely as the alarm could recur. Tandem technical support arranged to replace the pump, provided instructions for storing and returning the problematic pump, and advised the caller to program their settings and connect their cgm to the replacement unit. The customer understood and acknowledged the provided instructions and the replacement pump was sent without the need for a delivery signature. Customer will continue to use current pump.